Event description:
One hr after PICC inserted/cleared for use, pt experienced pain and swelling of lua w/ infusion of ivf. Pain was described as "deep and intense." According to the PICC insertion assessment PICC was inserted w/out difficulty and tip was at (B)(6).

Manufacturer narrative:
According to the info provided in the event description it states, "pt experienced pain and swelling of lua w/infusion of ivf." This complaint is unconfirmed. The complaint incident could not be replicated in the laboratory setting. The complaint incident could not be replicated in the laboratory setting. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization of the catheter. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of revf1202 showed no other similar product complaint(s) from this lot number.